Event description:
The patient reported charging issues with the implant. During a lead revision procedure, the surgeon decided to explant the implant. Patient was implanted with a new advanced bionics spinal cord stimulator.